Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a percutaneous lead on (B)(6) 2009. It was reported that during a recent reprogramming session, several of the pt's lead contacts exhibited invalid impedance readings. A subsequent x-ray revealed a fracture between contacts three and four of the device. Surgical intervention was undertaken to replace the lead, and effective stimulation was reportedly recaptured for the pt as a result.